Event description:
Reported condition: customer reported that screw was missing from rotor. The national service after investigating, identified that 1 of the 2 screws holding the blood pump rotor faceplate was missing. Original blood pump rotor gap and occlusion pressure are within manufacture's specifications. Performed a visual inspection of the blood pump module and only located the missing faceplate screw on the blood pump rotor, no other abnormalities identified. Installed the new blood pump rotor and proceeded with performing the blood pump occlusion calibration to manufacture specifications. Followed up with a simulated treatment to verify proper operation of the device. Adjusted the blood pump speed during testing to ensure the blood pump module was working to manufacture specifications and no issues or alarms identified during testing. Completed a heat citric disinfection after device verification process. Machine has been tested, verified, and disinfected per IFU. Sdx is operating to manufacture specifications and released for patient use.